Manufacturer narrative:
The product was returned for evaluation. Customer report of stenosis was confirmed. X-ray demonstrated heavy calcification on leaflets 1 and 3, moderate calcification on leaflet 2, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 4mm near commissure 3 on outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had a 2mm tear near commissure 2; calcification was observed at the tear region.

Event description:
At the end of the procedure, the patient was transferred to the cticu in critical condition.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, minimal information was provided and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities are in progress; therefore, the root cause for the stenosis remains indeterminable. If new information becomes available, a supplemental report will be filed. Follow-up is in progress regarding the availability for this device for return. At this time, no response has been received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with a 27mm pericardial mitral was explanted due to mitral stenosis. Implant duration of the pre-existing surgical valve was nine (9) years and two (2) months. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.